Event description:
I bought stayfree overnight maxi sanitary pads today. I usually buy always, but the store was out and I was in immediate need. Knowing that always has both unscented and "fresh scent" and that I'm allergic to most perfumes, I searched the stayfree label carefully for anything about scent or perfume. Finding nothing and the package not smelling from the outside, I bought the pads and took them home and used one. Well, they do have a light perfume. Now my eyes are itching and my nose is watering, and if I get a rash down, there I'm going to have to go to the hosp. This would have been completely preventable with a simple warning label. Are they in violation of your regulations? If not, can we make such a regulation? Don't makers of personal paper products have to prominently display the presence of perfume if they use such? Personally, I think they should be forbidden to use perfume. How ridiculous. Those who want to smell like a flower can choose a perfume to wear. With these things, they are increasing the risks of allergic reactions in their customers, for what? So that if someone puts his head in my lap he can comment on how nice I smell down there, if it doesn't choke him up the way it does me? Ugh. Please tell me what I can do so that stayfree is sanctioned, and if you need the package for your investigation or I can return it to the store tomorrow and get my money back, if I live through the night. Please respond via e-mail. Thank you.